Event description:
Consumer reported complaint for high and low blood glucose test results. Mom is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 26 and 195mg/dl. The expected fasting blood glucose test result range is 100mg/dl. The customer did report symptoms of feeling dizzy and lightheaded. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is not stored according to specification and it is stored in the kitchen. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 10/28/2020 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. Result 1: 192mg/dl date: (B)(6) 2019 time: 12:27pm fasting result 2: 127mg/dl date: (B)(6) 2019 time: 08:47am fasting result 3: 110mg/dl date: (B)(6) 2019time: 04:58pm fasting result 4: 100mg/dl date: (B)(6) 2019 time: 03:38pm fasting result 5: 195mg/dl date:(B)(6) 2019 time: 01:05pm fasting

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 06-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Meter and strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated that product was received but has not been used.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4). Meter and strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated that product was received but has not been used.

Event description:
Consumer reported complaint for high and low blood glucose test results. Mom is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 26 and 195mg/dl. The expected fasting blood glucose test result range is 100mg/dl. The customer did report symptoms of feeling dizzy and lightheaded. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is not stored according to specification and it is stored in the kitchen. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 10/28/2020 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6).